Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient details (e.g. Relevant test data, relevant history, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device history records have been reviewed with special attention to the new materials, subassemblies, mfg process, and qc testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The returned filter was returned for eval. The distal portion of the balloon was detached and not returned with the device. A complete circumferential rupture was observed at the proximal end of the balloon. The proximal portion of the balloon was detached from the catheter and had moved distally to the distal top of the device. No functional testing could be performed due to the condition in which the sample was returned (i.e. Balloon detachment). The investigation is confirmed for a complete circumferential balloon rupture and balloon detachment based upon the condition in which the sample was received. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.

Event description:
It was reported that the pta balloon ruptured during the fourth or fifth inflation at less than rbp in the sfa below the knee. The catheter was retracted through the sheath without incident. There was on reported pt injury.